Event description:
As reported, following a vaginal delivery, a 'bakri tamponade balloon catheter' was used for treatment of postpartum hemorrhage (pph) secondary to uterine atony. The patient experienced an estimated blood loss of 500ml prior to balloon placement. The doctor placed the balloon into the patient using a metal tool. The balloon was inflated with water and leaking was noted. The patient continued to lose an additional 100ml of blood. The user replaced the device to complete the procedure and hemostasis was achieved. Total blood loss was 600ml. The patient did not require any blood transfusions. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1 - phone number: (B)(6). H3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. As reported, following a vaginal delivery, a 'bakri tamponade balloon catheter' was used for treatment of postpartum hemorrhage (pph) secondary to uterine atony. The patient experienced an estimated blood loss of 500ml prior to balloon placement. The doctor placed the balloon into the patient using a metal tool. The balloon was inflated with water and leaking was noted. The patient continued to lose an additional 100ml of blood. The user replaced the device to complete the procedure and hemostasis was achieved. Total blood loss was 600ml. The patient did not require any blood transfusions. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device were also conducted. One device was returned for investigation, in open marketing carton. The balloon was inflated, revealing pinprick leak in material. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for this failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The information provided upon review of the dmr, DHR, IFU, returned device, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.